Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On jul 11, 2017: claim letter translation received. Claim letter reported progressive swelling, very high blood levels of chromium, nickel, and cobalt, worsening pain, increasing functional impairment, and presence of corpusculated, periprosthetic collection. It was also reported that on revision, metallosis with pseudo-tumor in the antero-lateral region and full mobilization of the femoral prosthesis, which resulted in severe bone resorption, was found. Slight antalgic gait on the same side was also alleged. Claim letter claims compensation for damages from medical and health malpractice. No part and lot information provided. This complaint was updated on: jul 11, 2017.

Manufacturer narrative:
On (B)(6) 2017: claim letter translation received. Claim letter reported progressive swelling, very high blood levels of chromium, nickel, and cobalt, worsening pain, increasing functional impairment, and presence of corpusculated, periprosthetic collection. It was also reported that on revision, metallosis with pseudo-tumor in the antero-lateral region and full mobilization of the femoral prosthesis, which resulted in severe bone resorption, was found. Slight antalgic gait on the same side was also alleged. Claim letter claims compensation for damages from medical and health malpractice. No part and lot information provided. This complaint was updated on: (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.